Event description:
The outback was frozen on the wire. The physician deployed the needle but the wire would not advance or come back. The device appeared normal before the procedure and prepped normally. There was no pt injury. The product is not available for analysis. Additional details are not known.

Manufacturer narrative:
It was reported that after the cannula of the outback catheter was deployed, the catheter became frozen on the wire and would neither advance nor retract. The device appeared normal before the procedure and prepped normally. There was no pt injury. The product is not available for analysis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. There is no additional info regarding pt, lesion or procedural characteristics regarding this event. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.